Event description:
It was reported that during routine follow-up, an increase in impedance was observed. X-ray demonstrated fracture of both the atrial and right ventricular (rv) leads at the level of the clavicle. The leads were explanted and replaced without complication. The leads are expected to be returned for analysis.

Manufacturer narrative:
The returned lead was analyzed. The lead was returned in two segments; it was severed approximately 285 mm from the terminal end. All conductors were noted to be fractured at this location. The helix was observed to be extended, deformed, and stretched-out, with dried body fluid noted in the helix housing. X-ray was performed and no other fractures were noted. The observations were consistent with lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that during routine follow-up, an increase in impedance was observed. X-ray demonstrated fracture of both the atrial and right ventricular (rv) leads at the level of the clavicle. The leads were explanted and replaced without complication. This lead was returned for analysis.